Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported the patient was in the emergency room (ER) and had been there for 9 hours. The healthcare professional (hcp) thought the patient's pump was at end of life (eol)/end of service (eos). The patient was experiencing symptoms of withdrawal and was given oral baclofen. It was later reported that normal eos occurred. The patient has since had his pump replaced. At the time of report the patient was stable and receiving effective therapy. The pump was to deliver baclofen.